Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that secondary lumen clotted on (B)(6) 2013. The nurse was unable to flush the catheter and catheter was discontinued. The customer further reports that there was no difficulty handling the uvc during insertion. The uvc was inserted on (B)(6) 2013 in the umbilical stump. The catheter was not difficult to secure and was secured with an umbilical bridge using hi-tape. An x-ray was taken to verify placement. Each line was flushed on a regular basis using 10ml syringe. Medications were also given between the 4 hour intervals. The skin was prepped with povidone iodine and the hubs cleaned with 70% isopropyl alcohol. A swabcap is placed after each medication or flush administration which is impregnated with 70% isopropyl alcohol. The uvc was removed on (B)(6) 2013 and replaced with a peripherally inserted central catheter. The customer reports no patient harm.